Event description:
It was reported that the ilet displayed ¿dosing stops soon. Connect cgm or enter bg,¿ and prompted the user to connect a cgm or enter a blood glucose value; the user was using a dexcom g7 sensor and had entered an incorrect pairing code, after which the correct code was provided and a new sensor was started, with a reported blood glucose of 174 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.